Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery using a proglide device after a coronary stenting procedure. Reportedly, a cuff miss occurred when the needle plunger was retracted. The device was removed and a second proglide was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient sequelae. The physician is reported to be trained in the using of the proglide device. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the complaint. A cuff miss can be influenced by numerous factors including, but not limited to, manufacturing, user technique, or patient anatomical conditions. The needle trajectory of every device is verified during manufacturing and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may contribute to a cuff miss. Information concerning user technique was not provided. Patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.) May contribute to a cuff miss. A definitive cause for the reported cuff miss could not be determined. Review of the device history record for this lot did not reveal any nonconforming material records associated with this lot. A query of the complaint database was performed and there were no similar complaints within this lot at the time the investigation was performed. There does not appear to be any indication of a product quality deficiency.